Event description:
Report received from (B)(6) stating that the device had an issue with heat. The device was not being used during surgery. It is unknown if there was pt injury or if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental MDR will be sent. (B)(4).